Event description:
A size 4n c/r femur was used over a 2.5 all poly curved tibial base. It was explained to the surgeon that the use of this femur and tbia was off label use. He felt that this combination better fit his patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. No revision surgery has been reported. Review of the product package label for the tibial insert finds it clearly stated that it is intended for use with the p.f.c. Sigma cruciate retaining femoral component sizes 2, 2.5, 3. The root cause is determined to be off label use. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.